Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked approximately 139.0 cm from the proximal end of the ruby coil. The embolization coil were intact with the pusher assembly. Conclusions: evaluation of the returned devices revealed that the lantern delivery microcatheter (lantern) was ovalized and kinked. These types of damages typically occur due to improper handling during use. If the device is forcefully gripped or pinched during insertion, damage such as ovalization may occur. If the device is furthermore, forcefully manipulated while in use, damage such as a kink may occur. The ovalization and kink in the lantern likely contributed to the resistance experienced during use. Evaluation of the first ruby coil (lot #f68292) evaluated revealed a kinked pusher assembly. This kink likely occurred due to forceful advancement against resistance. Evaluation of second ruby coil (lot #f69338) evaluated revealed no visible damage. Both returned ruby coils were advanced through a demonstration microcatheter. While advancing the first ruby coil through the microcatheter, resistance was experienced but the ruby coil was still able to be advanced. While advancing the second ruby coil through the microcatheter, no issues were observed and the ruby coil was able to be advanced out of its introducer sheath and through the demonstration microcatheter. Penumbra coils and catheter are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01638.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils and lantern delivery microcatheters (lanterns). During the procedure, the physician placed a non-penumbra sheath then advanced a lantern through the sheath. Next, the physician advanced a ruby coil through the lantern with no issues and did a run through the sheath. The physician then decided to retract the ruby coil into the lantern in order to get one of the loops out of a branch of the artery. While attempting to re-advance the ruby coil out of the lantern, the physician experienced resistance and decided to remove the coil. After that, the physician attempted to load a new ruby coil into the lantern but also encountered resistance. Subsequently, the physician removed both the lantern and this second ruby coil. A new lantern was then opened and used to deploy the second ruby coil that was previously removed, with no issues. The second coil was detached and after that, several additional ruby coils were placed into the target vessel using the same lantern without an issue. Upon advancing a new ruby coil into the lantern with the introducer sheath still on, the physician experienced resistance and decided to remove the coil. Thereafter, the procedure was successfully completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.